Event description:
Literature was reviewed regarding the outcomes of transcatheter aortic valve implantation (tavi) and mitral transcatheter edge-to-edge repair (m-teer) in heart transplant recipients. The overall study population consisted of 15 patients who underwent tavi (n = 9) or m-teer (n = 6). In the tavi group, two patients received a medtronic evolut r valve and the remaining seven received a non-medtronic sapien 3 valve. The following adverse events occurred among the tavi patients: complete atrioventricular block requiring permanent pacemaker implant (1 case), stroke (1 case), acute kidney injury necessitating temporary renal replacement therapy (1 case), and mean paravalvular leak grade of none-to-trace. Additionally, five of the nine tavi patients died during follow-up. However, no evidence was presented to suggest a causal relationship between an evolut r valve and any of the deaths.

Manufacturer narrative:
Citation: hinkov h, roehrich l, lee cb, et al. Transcatheter management of left-sided valvular heart disease following heart transplantation. Eur j cardiothorac surg. 2025;67(6):ezaf191. Doi:10.1093/ejcts/ezaf191 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.